Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that the patient was admitted to the hospital on 08/13/2021 for an unknown infection in the body. The patient contact stated the patient was not connected at the time of the event. It is unknown if the patient's hospitalization was related to any fresenius device, product or their dialysis therapy. The patient has been discharged from the hospital and is continuing with pd treatment on the same cycler with no reported issues. Multiple attempts were made to acquire further details concerning the patient¿s infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
Clinical review: there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patients infection and hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that the patient was admitted to the hospital on (B)(6) 2021 for an unknown infection in the body. The patient contact stated the patient was not connected at the time of the event. It is unknown if the patient's hospitalization was related to any fresenius device, product or their dialysis therapy. The patient has been discharged from the hospital and is continuing with pd treatment on the same cycler with no reported issues. Multiple attempts were made to acquire further details concerning the patients infection and hospitalization; however, no additional information was obtained.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that the patient was admitted to the hospital on (B)(6) 2021 for an unknown infection in the body. The patient contact stated the patient was not connected at the time of the event. It is unknown if the patient's hospitalization was related to any fresenius device, product or their dialysis therapy. The patient has been discharged from the hospital and is continuing with pd treatment on the same cycler with no reported issues. Multiple attempts were made to acquire further details concerning the patient¿s infection and hospitalization; however, no additional information was obtained.

Manufacturer narrative:
(B)(4).